Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information provided, it was reported that during the surgery, the suture head was broken off (as the attached photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in an arthroscopic image. The anchor shows inserted into the bone and the sutures were found cut an frayed right at the proximal end of the anchor. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the findings, the potential cause is traced to excessive force applied to the sutures while tightening. As per IFU 109363; apply tension (normal force) on suture lengths. Excessive force may overload the anchor and suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. IFU 109363 device history lot: pn: 210813 lot number: 106ddm there was no non conformance regarding this lot. Manufacturing date: 13/feb/2025 expiry date: 31/jan/2028 device history batch: null device history review: pn: 210813 lot number: 106ddm there was no non conformance regarding this lot manufacturing date: 13/feb/2025 expiry date: 31/jan/2028

Event description:
It was reported that during an unknown arthroscopic procedure that the gryphon p br ds anchor w/oc anchor device had the suture head brake off. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.